Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis reservoir replaced due to a crack in the reservoir connecting tube. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis reservoir replaced due to a crack in the reservoir connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The spherical reservoir was visually inspected, and leak tested. No leaks and no visual abnormalities were found upon inspection. Based on the information available and analysis results, the reported allegation of crack in the reservoir connecting tube was unable to be confirmed.